Event description:
The surgeon inserted a 3 piece collamer lens model cq2015. The lens tore during insertion and the cause of the lens damage was unk. The lens remains implanted and there was no patient injury.